Manufacturer narrative:
2/10/1998-supplemental report #1 sent to FDA. Device not received for evaluation.

Event description:
The device was used during an unspecified lung procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.